Event description:
It was reported to philips that the system geometry movements were not available. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed after restarting the system. It was reported to philips that all geometry movements were unavailable. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and checked with the customer and stated that the geometry movements were unavailable. On further troubleshooting, rse found that the problem was caused by user error, and the customer pressed the e-stop button unintendedly. To resolve the issue, the rse instructed the customer to restart the system. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, and the customer was able to complete the procedure as planned after restarting the system without delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.